Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the malar region with 2.8 ml of juvéderm® voluma¿ with lidocaine, .1 ml in the ck2, .3 ml in the ck1, .4 ml in the ck4, and 2 ml in the lateral of the nose. Prior to juvéderm® voluma¿ with lidocaine injections, patient underwent a blepharoplasty, mini lifting and filler injection in ck1. It is unknown if this previous filler was an allergan device. A granuloma was observed by magnetic resonance imaging (MRI) in ck1 region four days later. Nodule present in ck3 is palpable, but not visible. Physician evaluated the patient for the last time 2 months post symptom apparition. Granuloma was still present. Physician believes the granuloma comes from the unknown previous filler injection in the ck1 region. The event is ongoing. Granuloma has not been confirmed via biopsy. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00796 (allergan complaint # (B)(4)). This MDR is being submitted for the unknown filler injection.